Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device with a 6f sheath after an interventional procedure following a st elevated myocardial infarction. Reportedly, the sutures had partially deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information

Manufacturer narrative:
(B)(4). The customer reported the device was discarded and was not available for analysis, the return of the device may have aided in a more definitive investigation. The sutures partially deploying as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. As part of the manufacturing process, all devices undergo multiple suture-related inspections, including but not limited to, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection all devices undergo a variety of inspections, including suture, link, cuff and foot inspections. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Suture deployment can be influenced by several factors, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. The event information did not report any abnormal user technique. Suture deployment can be influenced by challenging anatomies (e.g. Heavily calcified arteries, morbidly obese patients, etc.). The event information did not report any patient anatomical conditions. Based on the reported information and the inspection criteria, a definitive cause of suture partial deployment and associated patient effects could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number of the device was not reported.